Manufacturer narrative:
(B)(4). The initial MDR reads: physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb to display connector cable assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The initial MDR should read: physio-control¿s service representative evaluated the device and observed that the device display was distorted. In addition, the representative observed that the device turned on, performed a self-test and powered off sometime in the morning. Physio replaced the flex cable assembly and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use. In the process of troubleshooting the device problems, physio had also removed the device system pcb and interface pcb assemblies. Further evaluation of the removed flex cable assembly at the failure analysis center confirmed the assembly to be the cause for the reported display problems. However, the flex cable was not related to any device power on/off problems. Further analysis of the removed system pcb assembly found that the device was set to perform the daily 3am self-test at 11am eastern standard time (est) than the usual manufacturer setting at 3am. Due to the fact that physio did not observe any other sporadic power on/off by itself problems besides the scheduled self-test, the likely cause for the reported power on/off by itself problem was determined to be the scheduled self-test that would occur at 11 am est. However, a further conclusive cause was not determined. There was no failure with the removed user interface pcb or system pcb assembly.

Manufacturer narrative:
(B)(4). The initial MDR reads: physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb to display connector cable assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The initial MDR should read: physio-control¿s service representative evaluated the device and observed that the device display was distorted. In addition, the representative observed that the device turned on, performed a self-test and powered off sometime in the morning. Physio replaced the flex cable assembly and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use. In the process of troubleshooting the device problems, physio had also removed the device system pcb and interface pcb assemblies. Further evaluation of the removed flex cable assembly at the failure analysis center confirmed the assembly to be the cause for the reported display problems. However, the flex cable was not related to any device power on/off problems. Further analysis of the removed system pcb assembly found that the device was set to perform the daily 3am self-test at 11am eastern standard time (est) than the usual manufacturer setting at 3am. Due to the fact that physio did not observe any other sporadic power on/off by itself problems besides the scheduled self-test, the likely cause for the reported power on/off by itself problem was determined to be the scheduled self-test that would occur at 11 am est. However, a further conclusive cause was not determined. There was no failure with the removed user interface pcb or system pcb assembly.

Event description:
The customer reported that the device randomly turns itself on and turns off after a while. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb to display connector cable assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.